Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized for peritonitis. Additional information was obtained during follow-up with the pd registered nurse (pdrn). The patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. The pdrn reported that the results from any laboratory specimens obtained and tested during this hospitalization were not reported to the outpatient clinic. The pdrn stated the patient was diagnosed with peritonitis due to an unknown etiology. The pdrn reported that the patient was prescribed a one-time dose of intraperitoneal vancomycin and intravenous cefazolin (dosages and frequencies not reported) to address the infection while hospitalized. The pdrn stated the patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided baxter cycler for the duration of the admission. The pdrn reported that the patient had an uneventful hospital course and he was discharged home on (B)(6) 2025. The pdrn confirmed, though the exact source of infection remains unknown, there was no indication this patient¿s peritonitis and associated hospital were due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient remains asymptomatic while they continue ccpd therapy on the same liberty select cycler as before the event.

Manufacturer narrative:
The clinical and plant investigations are in process. A supplemental MDR will be submitted upon completion of these activities.

Manufacturer narrative:
Additional information: h10 (clinical review) clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined in the absence of a reported source of transmission; however, there was no indication this patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures and a white blood cell count from effluent was not reported by the attending facility, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritoneal infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The clinical and plant investigations are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized for peritonitis. Additional information was obtained during follow-up with the pd registered nurse (pdrn). The patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. The pdrn reported that the results from any laboratory specimens obtained and tested during this hospitalization were not reported to the outpatient clinic. The pdrn stated the patient was diagnosed with peritonitis due to an unknown etiology. The pdrn reported that the patient was prescribed a one-time dose of intraperitoneal vancomycin and intravenous cefazolin (dosages and frequencies not reported) to address the infection while hospitalized. The pdrn stated the patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided baxter cycler for the duration of the admission. The pdrn reported that the patient had an uneventful hospital course and he was discharged home on (B)(6) 2025. The pdrn confirmed, though the exact source of infection remains unknown, there was no indication this patient¿s peritonitis and associated hospital were due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient remains asymptomatic while they continue ccpd therapy on the same liberty select cycler as before the event.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius that they were hospitalized for peritonitis. Additional information was obtained during follow-up with the pd registered nurse (pdrn). The patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. The pdrn reported that the results from any laboratory specimens obtained and tested during this hospitalization were not reported to the outpatient clinic. The pdrn stated the patient was diagnosed with peritonitis due to an unknown etiology. The pdrn reported that the patient was prescribed a one-time dose of intraperitoneal vancomycin and intravenous cefazolin (dosages and frequencies not reported) to address the infection while hospitalized. The pdrn stated the patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided baxter cycler for the duration of the admission. The pdrn reported that the patient had an uneventful hospital course and he was discharged home on (B)(6) 2025. The pdrn confirmed, though the exact source of infection remains unknown, there was no indication this patient¿s peritonitis and associated hospital were due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient remains asymptomatic while they continue ccpd therapy on the same liberty select cycler as before the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.